Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93117819, implanted: (B)(6) 1994, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received reported that there also a hole in the old catheter (implanted in 1994). It was noted that the patient was also taking lamictal and (B)(6) at the time of the event. The patient recovered without permanent impairment.

Event description:
It was reported that during a routine pump replacement, the catheter was not draining cerebrospinal fluid (csf). While looking for a suspected catheter issue (catheter kink), the pump portion of the catheter disconnected from the pin-connector. The distal catheter segment was also noted to have a break. When the site in the back was opened, a clearsleeve was found. Upon locating the spinal portion of the catheter, csf was observed to be draining out. When reconnection of the two segments was attempted, the spinal catheter was found to be leaking in 3 areas. Due to the age of the catheter, the material was determined to be broken down and unusable. The catheter was then replaced and no catheter segments were left in the patient. It was stated that every attempt was made to control the csf leak. The replacement catheter had good flow and was connected to the replacement pump. The surgeon was unaware of any recent dose increases or problems with therapy relief. The bolus was reduced from 115mcg/day to 90mcg/day, with 4 possible activations a day. No further diagnostic testing or troubleshooting was performed. Replacing the catheter resolved the issue. The patient status was unknown at the time of this report. The pump was used to deliver gablofen (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.